Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the cable cut off. It was found that the device was slow to return to a fully open position. This could have impacted the opening and closing performance of the device. Due to the returned condition, functional testing could not be performed. The instrument was disassembled and no evidence was found as to what could have contributed to the activation issues. Opening and closing of the jaws multiple times prior to use will reduce or eliminate this issue.

Event description:
It was reported that during a laparoscopic sleeve procedure, the advancement of the I blade was not running smoothly; the instrument did not open actively but had to be forced. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device will be returned.